Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient contacted boston scientific technical services regarding a red alert from their remote communicator. Technical services indicated that this red alert occurred due to high, out-of-range pacing impedance from the right ventricular (rv) lead. The patient was referred back to their clinic. The rv lead is not a boston scientific product and it was alleged the high impedance was due to a rv lead fretting issue. The physician is continuing with close monitoring. At this time, the system remains implanted with no adverse effects reported.

Event description:
It was reported that this patient contacted boston scientific technical services regarding a red alert from their remote communicator. Technical services indicated that this red alert occurred due to high, out-of-range pacing impedance from the right ventricular lead. The patient was referred back to their clinic and at this time, the system remains implanted with no adverse effects reported.